Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The publication does not indicate a bd product deficiency. The authors use five serum tubes glass, silica-only, sst¿ ii with/without gel, and rst with/without gel) and two plasma tube types (edta and lepirudin) to investigate tube influence on complement function and activation in human serum and plasma to determine optimal sample types for complement analysis. Serum samples were processed under standard clotting and centrifugation conditions, while edta and lepirudin plasma were centrifuged promptly at colder temperatures. All serum tubes supported normal complement functional activity in both wieslab and hycult assays, with significant reduction observed in sst¿ ii tubes. The bd vacutainer® tubes evaluated in this study were used under conditions outside their intended use. Bd tubes are designed for routine clinical chemistry and standard serum or plasma preparation, not for specialized complement activation studies. Complement analysis is a highly sensitive research application requiring strict pre-analytical control, which is not part of the tubes labeled purpose. The study processed serum tubes by centrifuging at speeds and times contrary to our instruction for use(IFU). These deviations from IFU introduce uncontrolled pre-analytical variability, which can significantly influence complement activation results. The study included only 10 donors, which is insufficient for robust conclusions about product performance. Additionally, the complement activation assays used were in-house research tests, not standardized clinical methods, further emphasizing that this was a research setting rather than routine clinical use. The authors concluded that all serum tubes provided accurate complement functional activity. Differences in complement activation were attributed to biological effects of additives such as thrombin and gel separators; these effects are expected and do not indicate a manufacturing or design defect. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during from a literature review, an unspecified bd® vacutainer¿ rapid serum tube significantly affected complement activation in a published study. The authors concluded the presence of additives such as thrombin and gel separators significantly affected complement activation. There was no other health impact or consequences reported.

Event description:
It was reported during from a literature review, an unspecified bd® vacutainer¿ rapid serum tube significantly affected complement activation in a published study. The authors concluded the presence of additives such as thrombin and gel separators significantly affected complement activation. There was no other health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.